Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector slid over lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during loading of the intraocular lens (iol) in the injector, the surgeon went to implant into eye and unable to implant due to injector issue. The iol was not implanted due to surgeon being unsure lens hadn't been scratched as injector slid over lens and did not want to risk having to explant. The procedure was completed with the back up iol. There was no patient contact reported.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).